Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing threshold. The patient was scheduled for a revision. As this time, the device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that this patient had undergone a revision. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing threshold. The patient was scheduled for a revision. As this time, the device remains in service. No adverse patient effects reported.